Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt has a lead implanted for off-label use. It was reported the pt is experiencing facial drooping where the lead is located. Over time the issue has slightly improved. It has not been determined if the scs system is the cause of the post-operative complications. No further info is available at this time.